Manufacturer narrative:
(B)(4). Evaluation summary: evaluation noted the unopened foil pouch, unopened tyvek pouch and chipboard box were returned. The 2.75x23mm promus device was returned in an unopened foil pouch. The chipboard box and foil pouch were labeled: rx promus 2.75x23, part # 1009540-23b, lot # 1011061, serial # (B)(4). The expiration date on the abbott vascular label is 2013-01-18, the year, month, and day. There is a boston scientific (B)(4) label that has an expiration date listed as 2013-01, the year and month. In this case, it appears that the expiration date discrepancy is with the format used on the label provided by boston scientific (B)(4). There is no indication of an abbott vascular mislabeling issue during manufacturing and/or packaging of the product. To ensure this type of occurrence is not related to a potential manufacturing or product/packaging deficiency, all products are subject to a 100% inspection and a quality control audit inspection is performed to verify product quality. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents for labeling/expiration date issues.

Event description:
It was reported that during inventory, the distributor found that the expiration date on a label of a promus device box was labeled with the year and the month. However, other devices with the same lot number were labeled with the year, month and day. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.